Event description:
It was reported that the customer had high blood glucose levels of 463 mg/dl. The customer treated himself with a bolus. Prior to the high blood glucose, the customer experienced low blood glucose levels of 53 mg/dl. The customer had treated himself with glucose tablets and food. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 85 mg/dl when his actual blood glucose level was 75 mg/dl. The customer received a lost sensor alert as well. Troubleshooting was done. Advised that replacement sensors would be sent. Advised to call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.